Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 104-124mg/dl fasting. Verified test strips expire 03/13/2018. Confirmed customer's test strips are being stored properly and opened vial date was 09/18/2015. Reviewed meter memory (B)(6). Customers concern:lo. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 104-124mg/dl fasting. Verified test strips expire 03/13/2018. Confirmed customer's test strips are being stored properly and opened vial date was (B)(6) 2015. Reviewed meter memory: lomg/dl (B)(6) 2015 12:30:00 pm fasting:yes, lomg/dl (B)(6) 2015 12:02:00 pm fasting:yes, lomg/dl (B)(6) 2015 07:12:00 am fasting:yes, 95mg/dl (B)(6) 2015 07:12:00 am fasting:yes, 94mg/dl (B)(6) 2015 06:41:00 am fasting:yes. Customers concern:lo. No adverse event reported.